Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box experienced leakage. The lay user/patient reported experiencing hyperglycemia as a result of the defect. It has not been specified whether medical intervention was administered. The following information was provided by the initial reporter: consumer stated, when the patient end bends during injection, insulin leaks onto his injection site. Stated, his numbers have been high, in the 400 range, that's when he realized he was not receiving complete dosage. Stated, this is the first box of the 2nd gen he's had an issue with, so for now, he's going to continue using them. Went over steps on how to inject. Consumer reported, no insulin flow when taking injection and the patient end is bending. Stated, he's been using the product for 10 years and he's never had issue until he started using 2nd gen. Lot: 0189494. Catalog: 320550. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box experienced leakage. The lay user/patient reported experiencing hyperglycemia as a result of the defect. It has not been specified whether medical intervention was administered. The following information was provided by the initial reporter: consumer stated, when the patient end bends during injection, insulin leaks onto his injection site. Stated, his numbers have been high, in the 400 range, that's when he realized he was not receiving complete dosage. Stated, this is the first box of the 2nd gen he's had an issue with, so for now, he's going to continue using them. Went over steps on how to inject. Consumer reported, no insulin flow when taking injection and the patient end is bending. Stated, he's been using the product for 10 years and he's never had issue until he started using 2nd gen. Lot: 0189494, catalog: 320550, date of event: unknown.